Event description:
A report was received that a patient passed away. It was reported that the patient underwent implant of trial leads, and that night the patient was in the emergency room. The patient was instructed to turn off the stimulation. It was later reported that the patient passed away due to a heart attack. Per the physician assessment the patient death is not device related.

Manufacturer narrative:
Additional information was received that the patient had a defibrillator.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16. Upn: (B)(4). Model: sc-2316-50e. Serial: (B)(4). Batch: (B)(4). A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient passed away. It was reported that the patient underwent implant of trial leads, and that night the patient was in the emergency room. The patient was instructed to turn off the stimulation. It was later reported that the patient passed away due to a heart attack. Per the physician assessment the patient death is not device related.